Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphramatic stimulation and nerve stimulation due to an increase in the left ventricular (lv) lead output and it was noted the lv lead had "pulled back" and had a high pacing threshold. The lv lead was inactivated and remains in-situ. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.